Manufacturer narrative:
(B)(4). Concomitant medical devices: 010000662 7067159 g7 pps ltd acet shell 50d. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the shell inserter fractured. No adverse events have been reported as a result of this malfunction. Additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated. And the reported event was confirmed. Visual examination of the returned product, identified the weld between the front and rear bodies to have failed. The inner workings are still intact. Scratching was observed, on the distal end of the shaft and alignment guide assembly. Brownish debris is also, present on the tip. The teeth of the alignment guide exhibit sporadic yellowing/oxidation. The device history record (DHR) was reviewed. And no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.